Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose, the customer changed the cartridge and site, providing a correction bolus via the pump. The customer will continue to use current pump for insulin therapy.